Event description:
It was reported that during the fourth case of the day, nearly one hr into a sigmoid colon resection, within approx 10 mins of insertion of naso-gastric tube, the dr noticed that all of the waveforms on the monitor were running at baseline. Both audible and visual alarm indications were present, and a scavenger fail message was displayed. The dr noticed the pt's chest wasn't rising and switched to man/spont mode, but could not ventilate the pt. Ventilation was performed using an alternate source. Eventually the machine was exchanged with another nm6000 to complete the case.